Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient got in the shower without their shower bag and exposed external system components to water. The patient's family reported connect power alarms after the water exposure. The family stated that they heard irregular alarms and did not see green pump running symbol. The patient was connected to wall power and everything returned to ¿normal¿. The site stated that the only significant alarm they saw was a power cable disconnect alarm for 12:56 minutes. The family changed batteries and battery clips, the alarms resolved, and the self-test was performed and passed. The patient was brought to the hospital for a modular cable and system controller exchange. They had no significant labs and no procedures. Log file review was requested, and the event log file recorded a few atypical relative state of charge (rsoc) values while connected to battery power at roughly 21jul2024 at 17:54. There were power cable disconnect alarms associated with some of these events. Technical services recommended replacing all equipment that was in use at the time of this event. They also stated that the family was concerning about the mobile power unit (mpu) power connectors coming in contact with water, and it was recommended to replace the mpu as well. All the equipment was replaced, and all the alarms resolved.

Manufacturer narrative:
D6a - date of implant was inadvertently added in the initial report and is not applicable to this device. Manufacturer's investigation conclusion: the reported event of fluid ingress was not confirmed. The reported event of the pump running light emitting diodes (led) not illuminating was not confirmed. The reported event of an atypical power cable disconnect alarm was confirmed via analysis of the submitted log file. The submitted log file contained approximately 1 day of data (20jul2024 ¿ 21jul2024 per the timestamp). The log file captured an atypical power cable disconnect alarm on (B)(6) 2024 from 17:54:35 to 18:07:07 due to the relative state of charge (rsoc) voltage fluctuating, causing the rsoc voltage to increase above the expected value. The atypical alarm occurred while connected to 14v batteries and occurred on the white power lead. The alarms did not affect the controller¿s ability to operate the pump at the set speed. Although not confirmed, provided information stated that the fluid ingress was due to the patient taking a shower without protective equipment. The root cause of the pump running leds not illuminating could not be conclusively determined through this analysis. The root cause of the atypical power cable disconnect alarms could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 15mar2021. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6) revealing that the battery passed all inspection testing. Heartmate 3 patient handbook (rev. D) section 4 ¿ ¿living with the heartmate 3¿ explains that the heartmate 3 system components, such as the system controller, 14v batteries, and mobile power unit must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower without the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. Heartmate 3 instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), including power cable disconnect alarms, and the actions to take if the issue does not resolve. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.